Manufacturer narrative:
Additional information: device available for evaluation?: yes. Returned to manufacturer: 10/16/2018. Device returned to manufacturer ¿ yes. Date received by manufacturer: 10/26/2018. Device evaluation: on october 16, 2018 the return sample was received at amo groningen. Visual inspection of the return sample shows there was no product inside the lens box. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured according to specification. Labeling review: the labeling review was not reviewed because limited information was received. The search revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). Attempts were made to contact the customer account requesting additional information however, no response was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxt300 21.0 diopter intraocular lens (iol) was implanted and explanted. No additional information was provided to johnson & johnson surgical vision.